Manufacturer narrative:
Batch review performed on 22 may 2023. Lot 2237488: (B)(4) items manufactured and released on 08-feb-2023. Expiration date: 2028-jan-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implants: batch review performed on 22 may 2023 on cup: mpact 01.32.154dh acetabular shell ø54 two-holes (k132879) lot. 2243243. Lot 2243243: (B)(4) items manufactured and released on 22-feb-2023. Expiration date: 2028-feb-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 22 may 2023 on liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2247622. Lot 2247622: 100 items manufactured and released on 16-feb-2023. Expiration date: 2028-feb-09. No anomalies found related to the problem. To date, 80 items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 22 may 2023 on stem: sms solid 01.36.044 sms solid stem std size 4 (k181693) lot. 2117866. Lot 2117866: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-apr-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.